Event description:
The implantable neurostimulator recharger displayed the 578 error message which equated to a corrupt application in the implanted device. Multiple physician mode recharges were done which did not resolve the issue. Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).